Event description:
Pt presented to ER on (B)(6) 2015 after 7 days of milrinone infusion via sapphire pump in 2 days, 4 hours and 14 minutes per log. Pt was evaluated, bp and pulse within normal range. Pt was discharged to home on approx 3pm on (B)(6) 2015 with new sapphire pump and new bag of milrinone containing 7 days 15 hour supply. Nurse went to the home on (B)(6) 2015 approx 24 hours after previous hook up and verified pump programming. At that time 6 days and 58 minutes remained. On (B)(6) 2015 at 0700 pump alarmed 0 hour remaining. Pt sent to ER for re-eval. Bp and pulse wnl. Pt discharged to home on (B)(6) 2015.